Manufacturer narrative:
Sections d1, d2a, d2b, d4, d3, g1 and g4 were updated. The field service engineer (fse) found contamination with the reagent probes. He stated that the reagent and the sample probes need replacement. He replaced the probes and adjusted the cell rinse levels. The fse removed water from the degasser and adjusted the gear pump and the main pump. He also measured the water volume from syringes and noted it was low. Qc was performed and it was acceptable. Presicion studies were performed and they were within specifications. The service actions done by the fse resolved the issue. No further issues were reported afterwards.

Manufacturer narrative:
The cobas pro c 503 analytical unit serial number was (B)(6). The customer indicated that qc was out of range. Investigation is ongoing.

Event description:
We received an allegation about discrepant results for 4 patients' serum/plasma samples tested with phosphorus version 2 (phos2) assay on a cobas pro c 503 analytical unit. Sample 1: initial result: 3.29 mg/dl; rerun result: 1.29 mg/dl. Sample 2: initial result: 5.08 mg/dl; rerun result: 3.52 mg/dl. Sample 3: initial result: 4.52 mg/dl; rerun result: 2.59 mg/dl. Sample 4: initial result: 4.48 mg/dl; rerun result: 3.32 mg/dl.